Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer generated false high sodium (na), potassium (k), chloride (cl), and/or carbon dioxide (co2) for multiple patient samples. This event occurred over the course of two days ((B)(6) 2013). This report documents the results obtained on (B)(6) 2013. The customer indicated that three to four patient samples generated false high na, k, and/or co2 results and were reported out of the laboratory. When the results did not match the emergency room (ER) istat results, the samples were repeated on an alternate dxc instrument within the laboratory and two reports were amended. The customer verbally provided na and k results from two patient samples and a printout patient summary from a third sample. There was no impact to patient treatment associated with this event.

Manufacturer narrative:
Quality control (qc) prior to and after the event was within laboratory established ranges; however, urine qc failed after the event. A bec field service engineer (fse) was dispatched on (B)(4) 2013 and noted that the electrolyte injection cup (eic) valve was not operating properly so the fse replaced the valve. The fse also replaced the modular chemistry (mc) sample probe and carbon bridge. The fse verified instrument performance. MDR 2050012-2013-00276 is associated with this event and documents the results obtained on (B)(6) 2013.